Event description:
According to the event description: on (B)(6) 2026 at 1340 hours, nurse (B)(6) noted a discrepancy, the syringe contained 10.5ml, whereas the pump indicated a remaining volume of 9.64ml. At 0520 hours on (B)(6) 2026, nurse (B)(6) topped up the fentanyl infusion syringe to a total volume of 20mls. During the morning handover at 0720 hours, nurse (B)(6) observed the syringe volume to be 18mls. At 0901 hours on the same day, the subcutaneous fentanyl infusion rate was increased from 10 mcg/hour to 15 mcg/hour.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k092313, k172831, k191910.